Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that buttons were not responding and had button error alarm. Customer¿s blood glucose was 113mg/dl. Customer stated that insulin pump¿s screen was working fine and it was powering on but none of the button was responding. Customer was advised to discontinue use of insulin pump and revert to backup plan. Insulin pump will be returned for analysis.